Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 to 4 bd micro-fine¿ pro pen needles were unable to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. A patient called cs to report that he had encountered 3 to 4 products in a month, in which the drug solution did not come out. As for operation procedures/methods, the patient stated that he was handling the product properly."

Manufacturer narrative:
H6: investigation summary: three open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned samples was carried out and broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on a second sample. Due to the condition these samples were returned no clog test could be carried out. A clog test was carried out on the remaining one sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 to 4 bd micro-fine¿ pro pen needles were unable to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. A patient called cs to report that he had encountered 3 to 4 products in a month, in which the drug solution did not come out. As for operation procedures/methods, the patient stated that he was handling the product properly."